Event description:
Revision noted that tibial tray had subsided into varus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned to customer quality. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays received and reviewed. X-rays are not dated. Tibial tray does appear to be slightly in varus alignment. As progressive x-rays were not provided it cannot be determined if the tibial tray had subsided from a different position. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.